Event description:
It was reported that the electrocardiogram (ECG) cable made a lot of noise on the electrogram (egm)s. Technical support (ts) had the company representative connect the ECG cable and noise was decreased. Ts also had the caller grip the ECG connector, but there was no change. The caller then turned off the artifact detection and noise was decreased even more. The company representative replaced the cables ECG and there was a dramatic difference between the egms. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2090aa, serial # (B)(4). (B)(4).